Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor had no image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2,h4, h6,h11. The device was not returned to olympus for inspection however the technical assistance support (tac) verified the reported failure "no image". A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint "no image " was traced to component failure. The customer contacted olympus technical assistance support (tac) via email. Troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.